Manufacturer narrative:
The manufacturing record review could not be completed because the lot number was not provided. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical images but denied as the hospital stated no imaging was available. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Insufficient device information received to determine device iteration. Corrections: b5: describe event or problem has been updated. G1,2: contact office- name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a proximal stent graft extension on an unknown date in mexico. The physician and hospital for the original implantation procedure were not reported and are unknown. A type 3b endoleak was identified on (B)(6) 2019. An intervention has been scheduled and the patient is being monitored. Additional information: the secondary case was cancelled for unknown reason. No further information is available.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received.

Event description:
The patient was initially implanted with a bifurcated stent graft and a proximal stent graft extension on an unknown date in mexico. The physician and hospital for the original implantation procedure were not reported and are unknown therefore the lot information is unavailable. A type 3b endoleak was identified on (B)(6) 2019. An intervention has been scheduled and the patient is being monitored.